Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely peeling adhesive caused by stress led to the malfunction of the detached distal end. It is likely water leakage caused by stress led to the malfunction of corrosion on the connector. It is likely a damaged charge-coupled device led to the malfunction of the noisy image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a noisy image, the distal end was not secure, and the connector was corroded. There was no patient involvement.